Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered three rounds of anti-tachycardia pacing (atp) and two shocks for what appeared to be an atrial-driven arrhythmia. Technical services discussed lowering the programmed rhythmmatch threshold in order to avoid further inappropriate therapy. The ICD remains in service and no adverse patient effects were reported.